Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor delivers pulses below lower limit) has been confirmed. Upon investigation the monitor could not run detect and treat testing and failed pulse testing. The cause for failure was tin pin oxidation on j1002aa, j1003aa and j1000. Oxidation build-up on the connectors increased the resistance, causing the test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivers pulse below the lower limit.